Event description:
It was reported that the rv lead was explanted due to an apparent lead fracture. A (B) (6) further alleged that the patient experienced inappropriate and/or excessive shocking and a lead fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) distal conductor was fractured; proximal segment was returned for analysis.